Manufacturer narrative:
(B)(4). Proposed component code: mechanical-stem (g04). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Impressions: incomplete seating of the cone body of the femoral implant as noted. A small linear bone fragment is noted laterally but no definite periprosthetic fracture is identified. A definitive root cause cannot be determined; however, it can be noted that during the revision the cone did not seat with the stem, the cone could not be removed as the set screw may have been stripped. As a result of the screw not coming out the cone was impacted and left in place. Mmi review shows there is a gap between the cone and the stem which occurred after the attempt to remove the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported arcos's cone body did not fully seat and the screw seemed to be stripped which made it difficult to take the cone off. The stem was impacted and left cone on. Attempts have been made and no further information has been provided.